Event description:
Rptr had bi-lumen breat implants put into her body. She had just developed asthma the yr before. None of her drs indicated there would be any potential problems, or aggravation of her asthma. Asthma medication became ineffective, developed chemical sensitivities & copd. She has never smoked, has constant infections. 1983-arthralgia & myalgia toxic granulation & fatigue, 1992, change in prosthesis, 8/95, pocket of silicone on chest muscle causes severe muscle spasm in sternum & right rib area.